Manufacturer narrative:
The footswitch and cable were returned for in-house evaluation. Visual assessment of the returned footswitch and cable revealed bent pins on the connector receptacle on the footswitch pcb interface cable assembly. The pins were adjusted, and the footswitch and cable passed all functional testing; the customer reported nonconforming footswitch (prior to the bending of the pins) could not be replicated or confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause of the bent pins was reported to be due to replacement of the footswitch cable during troubleshooting. The root cause of the customer reported nonconforming footswitch is unk. (B)(4).

Event description:
A customer reported that the footswitch was not working during a cataract extraction procedure. The customer indicated they bent the prongs when replacing the footswitch cables during troubleshooting. The case was completed using an alternate footswitch and cable following a 15 minute delay. There was no pt harm.